Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. The products were not returned for review as they remain implanted, therefore their conditions are unknown. Manufacturing documentation was not reviewed as this complaint is not against a specific device or feature of a device. The devices were used in the treatment of a disease. No additional complaints have been received from the manufacturing lots. Component compatibility was reviewed and incompatibility was noted; the femoral stem is competitor product. This is considered an off-label use of the device, which is indicated in the packaging insert, as zimmer has not tested the compatibility of this combination of devices. With the information provided, a definitive root cause cannot be stated.

Event description:
It is reported that the patient has shortening of the left leg and is experiencing pain after being revised.